Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No motor error alarms noted. However, the motor was found with corrosion. Unable to test motor due to corroded motor. Unit received with cracked case at display window corners. Unit received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.